Event description:
During attempted insertion of triple lumen catheter, when guidewire was being removed, withdrawal was extremely difficult. Cannulation needle had been removed and tirple lumen was in place. After being removed, guide wire was found to be frayed. Follow-up x-rays shows guide wire piece in inferior vena cava. Pt was taken to special procedures. Guide wire was removed from inferior vena cava under fluoroscopy. Part of guide wire retrieved from pt and submitted for evaluation.